Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with threshold suspend on their device. The customer states their blood glucose readings were 111mg/dl, but their sensor readings were 40mg/dl. The customer sates the sensor readings have been way off. Troubleshoot was conducted. The cannula was found to be slightly bent. The customer is returning the sensor for analysis and receiving a replacement.